Manufacturer narrative:
(B)(4): the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
This report pertains to one of five devices used during the same procedure. Manufacturer report #3005099803-2016-00401 pertains to the first flexiva 1000 laser fiber, manufacturer report #3005099803-2016-00402 pertains to the second flexiva 1000 laser fiber, manufacturer report #3005099803-2016-00403 pertains to the third flexiva 1000 laser fiber, manufacturer report #3005099803-2016-00404 pertains to the fourth flexiva 1000 laser fiber and manufacturer report #3005099803-2016-00405 pertains to the fifth flexiva 1000 laser fiber. It was reported to boston scientific corporation on (B)(6), 2016 that five flexiva 1000 laser fibers were used during a bladder stone lithotripsy performed on (B)(6), 2016. Reportedly, the laser unit used was a lumenis 30w holmium laser console. According to the complainant, during the procedure, the tip of the first laser fiber broke off after breaking the stone in the bladder for five minutes. The second, third and fourth laser fiber also worked for five minutes and then the same issue occurred. The procedure was completed with the fifth laser fiber but that tip also broke off. The fiber tips were removed by irrigation suction. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.